Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown.h3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited a primary audible alarm background test. There was patient involvement, but no patient harm reported.

Manufacturer narrative:
One device was received for evaluation for the complaint that the device exhibited a primary audible alarm background test. The complaint was confirmed by the review of event log found that "primary audible alarm bgnd test" and "check clutch/plunger lever". There was no information of 12-month service history during the review. The visual and functional testing was performed. The audible alarm error was repaired by replacing the speaker assembly. The probable root cause was the loose screw - carriage screw and nut loose. The device was recalibrated and performed functional testing to confirm all errors are resolved.